Manufacturer narrative:
(B)(4). The perfusionist reported the issue to the biomed the same day and contacted the manufacturer. The perfusionist did not hear anything from the biomed later that week so the perfusionist checked it out. He turned on the system and made a test water loop. The abd module functioned normally and continues to function normally.

Event description:
Before use of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) module was flashing red-yellow-green. It would be grayed out and would not connect to central control monitor (ccm). The product was not changed out as the customer has been using the unit. The surgical procedure was completed successfully. There was no delay to the procedure. There was no blood loss nor adverse consequences to the patient. Per clinical review: during the pre-cpb period when the perfusionist was reviewing his check-list, he recognized that he was not able to enable the air sensor prior to the start of cpb. The perfusionist cleaned the air sensor and removed the abd module from the base and re-installed in another channel location. He observed the air module was cycling between red-yellow- green. Even though he moved the module to another channel, the alternating red-yellow-green continued. As it was close to the initiation of cpb, the perfusionist did not want to re-boot the system-1, so he elected to complete cpb without using an air sensor. He did have and used level sensors in order to reduce the chance of draining the venous reservoir. The case was completed without incident. On next case, the abd worked without issue and the abd has been used successfully since this incident. This case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned as the customer stated that the device functioned properly and nothing else was needed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.